Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately erratic. The patient manages her diabetes with metformin, dieting, and exercising. The patient claimed that the alleged issue started around eight days prior. The patient claimed that she got erratic, high pre-breakfast readings of "244, 164, and 176 mg/dl" performed within 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl. Before testing, the patient also mentioned that she had participated with "heavy exercising" and only had 1 cup of coffee. Due to the elevated meter readings, the patient increased her dosages of metformin and cut back on her diet. The patient decided on her own to increase her metformin dosages. About 12 hours after the alleged issue began, the patient claimed that she developed symptoms of nausea, dizziness, sweating, tingling in her hands and feet, and diarrhea. The patient claimed that she tested her blood glucose while feeling symptomatic and got unspecified high and low results. She mentioned that her blood glucose readings were all over the place. The patient denied having a stomach flu during the time of concern. She administered self-care by eating food to relieve her symptoms. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported, due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.